Manufacturer narrative:
The device is not available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a transpac IV monitoring kit that the customer reported the tubing disconnected at the bonded site automatically at the 3-way stopcock (tubing near patient) when the transpac set was connecting to the patient. The healthcare provider tried to connect it back but it was not working. The set was replaced and therapy resumed. The event happened after priming and the solution used is a normal saline. There were no other physical defects observed. There was patient involvement, and no patient harm and no blood loss.